Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. It was not possible to identify any relationship between the reported event and the device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio procedure, when testing a handpiece it gave a really high torque (t1 max torque 98). It was checked if the handpiece would home, and since it did, they proceeded with the case. However, in the middle of the case, they received an error saying "handpiece motor failure" and were forced to replace the handpiece with a delay of fewer than 30 minutes. After the case he tried to manually engage the gears of the handpiece and was unable to. No other complications were reported.